Event description:
During a minimal risk dental procedure, adjusting a filling (amalgam) the back of a handpiece (drill) came off, whereby the pt swallowed the backing. Fortunately, a few days later the pt passed this part of the apparatus in a bowel movement. It's imperative to remember that this backing could have easily been lodged in her respiratory system (aspirated).